Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This is a report of peritonitis in a patient coincident with extraneal, nutrineal and physioneal therapies for automated peritoneal dialysis (apd). The patient experienced peritonitis, manifested by cloudy peritoneal effluent, and drain pain at the end of the drainage. The patient was not hospitalized for the events. The patient received remedial treatment for four days with ceftazidime, 2g 3 times daily, and cefazoline sodium, (2g 3 times daily). The patient experienced the peritonitis for approximately ten days and recovered after the course of antibiotic therapy. It was reported that the patient did not have any further complaints but it was not specified if the drain pain had resolved. Extraneal, nutrineal and physioneal therapies were ongoing.